Event description:
Pt reported that a comparison between pt's ss meter and a healthcare professional meter was 258 mg/dl (ss) and 342 mg/dl (healthcare professional) respectively (25% difference). No symptoms were reported. On follow-up, the pt verified the above info and had been using expired test strips but is now using new strips. New control solution was sent to the pt. Quality control procedures were reviewed. Pt was advised to do meter/lab comparison on pt's next visit to the doctor. There was no allegation of harm.